Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on (B)(4) 2018, that on approximately (B)(6) 2018, the patient experienced multiple skin reactions. The sensors were inserted into the abdomen. The patient stated that between 4 -7 days after inserting a sensor, itching began underneath the sensor. After the itching started, redness and raised blisters appeared around the sensor location and continued after the sensor was removed. The patient could not provide exact dates or number of skin reactions. Affected area was cleaned with hydrogen peroxide, washed with soap and water, and kept dry and exposed to air without a bandage. Patient saw her endocrinologist about the reaction and was referred to her general practitioner or a dermatologist, and flonase was prescribed. Exact date of medical intervention was not provided. At the time of contact, it was indicated that the patient still has a rash. No additional event or patient information is available.